Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker and a non-boston scientific right atrial (ra) lead exhibited impedance measurements of 1904 ohms, then 648 ohms, then 1900 ohms. Threshold and sensing measurements were noted to be good. There was an episode of ra noise and oversensing. Troubleshooting options were discussed. No adverse patient effects were reported. The device remains in service.